Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): caution: do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Always keep a spare controller and fully charged batteries available at all times in case of an emergency. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The device caused or contributed to the reportable event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Evaluation in progress.

Event description:
It was reported from (B)(6) (by medical staff) that the patient's driveline connection to the controller was loose. The controller was exchanged and there was no reported patient injury. The device was received by the manufacturer on 08/07/2015. Investigation is ongoing.

Manufacturer narrative:
It was stated that there was no physical damage observed on the controller but there was slipping out of the rubber. The reason for the loose rubber fitting is unknown, patient denies dropping of the equipment. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual analysis of the controller confirmed that the driveline connector was loose due to a loose nut on the interior of the controller. Functional diagnosis was completed and showed that the controller was fully functional outside of the loose connector. A DHR was conducted and no non-conformances were found in the DHR review. The controller was in use when the reported event occurred. The reported event was confirmed by visual analysis of the connectors. The root cause was likely inadequate thread locking adhesive used in the manufacturing process. Investigation into this type of issue has been initiated via the corrective actions/preventive actions process by the manufacturer. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.